Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during clinical assessment. Redness or swelling was identified at or around the central line insertion site. The events involved tl cvcs. 18 inserted in the groin. This report addresses the second device.